Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3389-40, lot# j0235514v, implanted: 2002 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3389-40, lot# j0237032v, implanted: 2003 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 37602, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) was replaced. Post-operative impedances read 31 ohms on electrode 0 and 3. All other impedances were normal. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.